Manufacturer narrative:
The device's activity log was returned to zoll medical corporation; review of the device log confirms the end user had good contact and a signal displayed with the one-step electrodes. Once switched to pacer mode, which must be viewed through ECG monitoring leads, the signal was lost. We can confirm that the ECG leads are attached to the device, but cannot confirm if they were attached to the patient. There are many factors that may lead to having no ECG signal displayed, electrodes never being attached to the patient, damaged/defective ECG cable, poor patient prep, and poor coupling even though on-demand pacing requires a high quality ECG signal, it is important to note that the device was capable of "fixed" pacing (device bypasses ECG signal and provides consistent pacer pulses) had the attempt been made. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) patient (gender unknown) in critical arrest, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.